Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a procedure where while trying to remove the lag screw the tip of the helical blade/screw extractor broke off in the lag screw. It is unknown if there was a surgical delay. The procedure outcome and the patient's status are unknown. Concomitant device reported: unknown lag screw (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.030, lot: 9564347, manufacturing site: hägendorf, release to warehouse date: november 13, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the helical blade/screw extractor (part # 03.037.030, lot # 9564347, mfg date november 13, 2015) was received at us customer quality (cq) with the distal tip broken off and the tip was not returned. The broken off fragment could not be determined to be embedded in the patient (no images provided), thus the embedded device complaint is not confirmed. The rest of the device shows no visual defects. Device failure/defect identified? Yes; distal tip has completely broken off. Dimensional inspection: shaft diameter just proximal to the breakage was measured since the distal tip completely broke off. Drawing: specified dimensions, shaft diameter . Measured dimensions: shaft diameter =conforming. Document/specification review: drawing(s) reviewed: current & manufactured revisions. Manufacturing record evaluation: the received helical blade/screw extractor (part # 03.037.030 lot # 9564347) was manufactured at the hägendorf site on november 13, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the overall complaint was confirmed for the received helical blade/screw extractor (part # 03.037.030 lot # 9564347) as the distal tip of the device has completely broken off. Although no definitive root-cause can be determined, it is possible the extractor experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.